Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood draw of one patient via the red port of the hemodialysis line using bd vacutainer® sst¿ blood collection tubes, blood did not fill the tube and stopped 1/4 way full. Healthcare worker waited for few seconds for the tube to be filled but noted air on the hemodialysis line starting from the red port. Healthcare worker withdrew the needle and drew blood from the cvc port instead. No adverse impact was reported regarding the patient or user.